Event description:
It was reported that the patient experienced a loss of therapeutic effect with the implanted device. The patient stated that on (B)(6) 2012, she experienced going to the bathroom every 15 minutes for about a 4 hour time period. It was noted that this instance was the only time this had happened. It was further noted that the patient was only able to sleep for about 45 minutes to 2 hours per night. This had changed from the device trial, in which the patient was able to sleep for 4 hours a night. The patient further stated that she had chronic fatigue and fibromyalgia and that these conditions had worsened in the past month. The patient indicated that she didn't change programs, but had changed them at one time. Her current program was set at 1.0 volts, and she noted that she "could feel the setting." The symptoms noted by the patient consisted of "frequency, urgency, and leaking" that had been occurring in the past year. It was further noted that the patient was reprogrammed two weeks ago, and the manufacturing representative told her that her settings were too low. The patient stated that she could not tolerate the higher settings and that it felt "like shock therapy." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy, but did not seek further help. It was noted that the device was reprogrammed on (B)(6) 2012 and "a few months after," but it "did not change anything." It was stated that the patient's overactive bladder was "worse than ever."

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2012. Product type: programmer, patient. (B)(4).